Event description:
During the device evaluation of the ultrasound gastrovideoscope, irregular distal tip rubber glue was observed. Additionally, damage to the ultrasound probe was noted. No patient was involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.